Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while the intra-aortic balloon (iab) was inserted into the super arrow-flex (saf) sheath, which was in the patient's left femoral artery, the iab became stuck. The md "tried to insert the iab forcefully through the sheath." The membrane became torn and "the location of the tear on the membrane is unknown." The md removed the sheath and the spring wire guide (swg). The md requested a datascope iab for insertion. The second iab was inserted into the same insertion site, the left femoral artery. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay/interruption of therapy is "unknown" and the outcome of the patient is "good". There is no information available about the preparation of this iab prior to insertion.